Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection revealed a kink below the chamber which appeared to be bonded with solvent. The set was connected to an in-house bag and primed. It was noticed that solution still passed the kink hence set was not completely blocked but flow rate was slow due to having part of the tube sealed. The cause was determined to be due to excessive solvent. A CAPA has been initiated to investigate this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard solution set had sealed tubing and was unable to prime. This occurred during priming. There was no patient involvement. No additional information is available.